Manufacturer narrative:
The follow up data was received and analyzed by the product support team. The intermittent out of range values in shock impedance in this case most likely does not indicate a lead problem. While the shock impedance shows a single out of range measurement, the thoracic impedance does not. We were also provided the information that the patient has had a number of medication changes since the beginning of the year which could be the reason behind the impedance fluctuations. A header issue has already been ruled out by xray and no artifacts could be provoked in the ff channel.

Event description:
Ous MDR - after an implant period of approximately 9 months, elevated shock impedance values were reported via home monitoring. All other measurements were reported to be ok. At the moment, biotronik has no further information with regard to a revision procedure. The system remains implanted at this time.